Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-10360. It was reported the patient was not receiving adequate pain relief from the scs system after extended use of the stimulation therapy. Surgical intervention may taken to address the issue.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2018-10360. It was reported that the patient's right supraorbital lead was repositioned on (B)(6) 2018, and therapy was restored post-op. This report is in reference to a device being used for off-label use.